Event description:
Customer reported a disconnection occurred within the pump segment; unclear if it is at the upper fitment or lower fitment. The set had been in use for an unspecified period of time, the nurse had removed it from the pump to do something with it, (details unknown) and it came apart. There was no pt harm or medical intervention required. No further pt or event information was provided.

Manufacturer narrative:
(B)(4). The set has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.